Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient presented with intermittent bipolar capture and no unipolar capture. During testing in unipolar, 4 seconds of asystole was observed. Capture resumed with bipolar. Lead perforation was suspected. It was also reported the patient has had loss of capture with episodes of syncope. The lead was capped and replaced. No further patient complications have been reported as a result of this event.